Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the certificate of conformance (coc), trending of lot number, concomitant product evaluation, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from (B)(6) 2016 and trending was not exceeded. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety' is "low." The product was not returned for evaluation. The concomitant sterrad® 100s was tested by a field service engineer. Fse replaced the injector valve assembly which restored the unit. Several attempts were made to retrieve additional information. No further information has been received. A definitive assignable cause could not be determined with the information available. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100, lot number - the correct lot number is 336511-03, expiration date ¿ the correct expiration date is 06/30/2017.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.